Event description:
The customer called and reported experiencing blood glucose of 422 mg/dl, which was treated manually. At the time of this report, customer's blood glucose was less than 90 mg/dl. Customer stated blood glucose was fluctuating and customer's doctor believed the insulin pump was no longer keeping up. The customer was advised to revert to a back-up plan and customer agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.